Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure name and date of index surgical procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were current symptoms following the index surgical procedure? Onset date? Did the patient experience an infection? Were cultures performed? Results? Other relevant patient history/concomitant medications product code. Lot number? 20170324 is not a valid lot. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a wound debridement procedure on an unknown date and suture was used. The patient experienced erythema, inflammation on the wound after sewing in the surgery of wound debridement suture. Magnesium sulfate wound was wet compressed and oral penicillin antibiotics were given. The doctor ordered a change of dressing once a day for follow-up. Then the patient's condition changed better. Additional information has been requested.